Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse in (B)(6) of doing continuous ambulatory peritoneal dialysis (capd) without proper training and peritonitis coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose) therapy. On an unreported date, the patient began dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis. The patient was hospitalized. The cause of the peritonitis was doing capd without proper training. On an unreported date, the patient began treatment with vencogen 1 gm-ip, tazin 4.5 gm-IV-bd and unizox 1 gm-IV-od. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a user error and there was no allegation of a device malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information pertaining to patient re-training has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported the cause of the peritonitis was doing capd without proper training. The patient was retrained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.